Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial#: (B)(4), product type: recharger. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported via a manufacturer representative that the recharger screen shut down after 10 minutes and beeped every five minutes. The patient was not able to start the recharger again. Since the patient was not able to start the recharger, the implantable neurostimulator (ins) was unusable and the patient's back pain returned. The patient was alive with injury at the time of this report. The cause of the event was good use. The patient was going to use a new recharger. No surgical intervention occurred or was planned. Additional information received from the representative noted that replacing the recharging system resolved the issue and the consumer was able to successfully recharge the ins.

Manufacturer narrative:
Analysis of the recharger kit, model 97754, serial no. (B)(4), found the recharger discharged, after it was charged, the recharger passed all tests. The cable from the desktop charger to the recharger was found to be defective and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.